Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a drop in r-waves. Additionally, it was noted the rv lead had history of t-wave oversensing (twos) and was previously reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.